Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Functional testing confirmed the reported event. The cause of the reported issue was found to be the size pot whose readings would not stabilize when setting up for the flow test. The size pot was replaced and that resolved the problem. The investigation indicated that the root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the syringe size plunger sensor was not functioning. No patient injury was reported.